Manufacturer narrative:
CLARIFICATION TO D6A: PARTIAL DATE OF 2008 PROVIDED. CONTINUED E1. ALTERNATE PHONE NUMBER: (B)(6). FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: DEFLATION.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "DEFLATION" AND "HEARD IT POP". THIS RECORD IS FOR THE RIGHT SIDE. DEVICE REMAINS IMPLANTED.

Event description:
Healthcare professional reported "Deflation" and "Heard it pop". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D6a.